Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
The technician isolated the issue to a stuck head up button on the pendant, causing the head section to rise on its own. The technician replaced the pendant to repair the bed.